Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test on an unknown date via social media. The consumer reported having initially tested positive at a local drugstore (platform unknown). The consumer then tested negative with the binaxnow covid-19 antigen self-test on the same day. No further information regarding patient health and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the customer was unable to provide the required information to enable further investigation, such as the kit's lot number, the investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.